Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had a battery alarm and now it was not turning on. The customer stated that they had replaced the battery but the pump was not accepting and was not turning on. The contacts on the battery cap were not missing or damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to verify unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly.